Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. No visual anomalies were noted. The catheter shaft deflected when actuating the steering mechanism and deflected in the correct shape according to specifications, additionally the outer diameter of the catheter shaft met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the removal difficulty and suspect removal of heart tissue remains unknown.

Event description:
During a focal atrial tachycardia ablation procedure, the catheter was noted to become stuck at the coronary sinus ostium and was thought to have removed a piece of heart tissue when finally removing the catheter. The catheter was able to be removed without any intervention. The catheter was replaced and the procedure was able to be completed. The patient experienced chest pain following the procedure, but was noted to be stable. No pericardial effusion was noted on echocardiogram.